Event description:
Pt's family member called lfs and alleged that pt's meter was missing segments. The pt lives in another country. They phoned their family member and told them what had occurred. The pt stated that in 2004, they tested their blood sugar and obtained a result of 60 mg/dl. Pt then went to their doctor's appointment. Physician told the pt to stay there and perform a blood glucose test. The result was not known, but they stated that it was very high. The physician had the pt hospitalized and they were there for one week. The pt was unable to state what type of treatment they were given while in the hospital. It was discovered while troubelshooting with lfs customer service, that the meter was missing segments. Based on the information provided, there is evidence of a meter malfunction. There is also evidence that the meter contributed to a serious injury. Medical affairs attempted to reach the pt's family member for more information, however when attempting the leave a message with someone in the house, the call was disconnected. A letter is being sent as a second attempt. A new meter and testing supplies are being sent to the pt. No further information has been reported.